Manufacturer narrative:
(B)(4). Date sent: 3/17/2026. D4: batch #unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H4: the device manufacture date is currently not available. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)? How was the bleeding controlled? How much blood was lost (ml)? Did the patient require a transfusion? What part of the device brake (closing trigger, firing trigger, handle, jaws, buttons, etc.)? Did any piece break off of the device? Did it fall into the patient? Did retrieval alter the procedure in any way? If yes, please explain. Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided; therefore, a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a partial lung resection in thoracic surgery (side unknown), the patient had emphysematous lungs, and the lung tissue was thick. The malfunction occurred during the first firing for the partial resection. 1.the knife temporarily stopped at an early stage during advancement. 2. No lock out occurred, and the knife could still move forward, so firing was continued. 3.metal pieces scattered from the device and dispersed into the surgical field. 4. Subsequent firing resulted in malformed staples and bleeding was observed. Additional suture was performed to complete the case. No additional information was provided.

Manufacturer narrative:
(B)(4). Date sent: 4/2/2026. D4: batch #a98h8v. Updated data: d4 (lot number, expiration date), h4. Corrected data: d4 (UDI). Additional information was requested, and the following was obtained: - was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.) Yes. Staple malformation was observed during subsequent firings. - how was the bleeding controlled? Bleeding was controlled by additional suturing. - how much blood was lost (ml)? Unknown. - did the patient require a transfusion? Unknown. - what part of the device brake (closing trigger, firing trigger, handle, jaws, buttons, etc.)? During firing, the knife temporarily stopped at an early stage but did not result in lockout. The exact component failure could not be identified. - did any piece break off of the device? Yes. Metal fragments were observed to scatter from the main body of the device. - did it fall into the patient? The metal fragments scattered into the surgical field outside the body cavity or onto the mayo table; entry into the patient was not confirmed. - did retrieval alter the procedure in any way? If yes, please explain. Unknown. Is the current patient status known? Unknown. - was there any patient consequence or change in the post-operative care of the patient as a result of the event? Unknown. - please provide the type of metal pieces material found (staples, device fragment, etc)? Device fragment - was there any visible damage? Yes. Two broken pieces were retrieved, but one piece that had fallen outside the body was discarded. - CT examination showed no abnormalities, and the patient¿s current condition is stable. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60c device was returned with the anvil bent upwards and with four gst60t reloads present. The reload (b) was received fully fired with no apparent damage. The reloads (c & d) was received fully fired and with damage on reload deck. The reload (e) was received fully fired with some staples stuck on the pockets and with damage on reload deck. In addition, a knife wing was returned inside of a plastic jar. Furthermore, the anvil knife slot was noted to be damaged. After further evaluation, the analysis showed the knife wings were broken off. Only one wing was returned for analysis. In addition, the knife was noted to have nicks. No functional test was performed due to the condition of the device. It is possible that the device was clamped over an excess of tissue causing the anvil to bend. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected reload. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object, or thicker tissue than indicated. The damage to the reload is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The device event log was reviewed. The log indicates that the device had a high force to fire for one of the clinical firings, indicating that the device was firing over an obstruction, or too thick of tissue. Additionally, a video was provided. The video shows the jaws of a device with a black reload placed over the tissue and the device is firing. At the 00:04 mark it was observed that something spit off the anvil. At the 00:20 mark the device is opened and significant bleeding is observed in the tissue. In addition, some malformed staples are observed on the reload deck. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number a98h8v, and no non-conformances were identified.